Event description:
It was reported that the patient underwent a percutaneous vertebroplasty (th10) for compression fracture on (B)(6) 2024. In the surgery, after 12 minutes of cement mixing, the cement in question began to be injected. When the first 1 cc was added, it seemed to leak forward, so the surgeon stopped and checked it with positive lateral x-ray. He determined there was no problem and injected an additional 2 cc (under lateral x-ray). When the x-ray was subsequently reviewed, cement leakage was observed from the left side of the vertebral body. Currently, there is no change in vitals, and postoperative radiographic evaluation shows leakage outside the vertebral body, but no leakage into the blood vessels, so no additional treatment is required. The surgery was completed successfully with no surgical delay. The patient outcome/status was reported as stable. This report is for vertecem v+ cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.